Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found deformed during use. The following has been provided by the initial reporter: during using, the patient removed the catheter. Hcp found the catheter tip was cut.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found deformed during use. The following has been provided by the initial reporter: during using, the patient removed the catheter. Hcp found the catheter tip was cut.

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the sample and photographs for evaluation. Bd received one catheter/adapter assembly with a short catheter and miscellaneous tubing. Seven photographs were also submitted which show a close version of the short catheter tubing. Upon visual examination of the catheter we observed damaged just above the catheter adapter junction. Through our further investigation it appears the catheter was cut by a sharp object. The patient removed the catheter during use indicating that the damage took place during use. Reported defect of the catheter being defective/damaged was confirmed with a root cause of user error. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.